Event description:
Procedure: gynecology, reportedly, during the procedure the device was applied and the "seal complete" signal was heard. However, the tissue was not sealed completely. Additional info has been requested; however, to date no info has been received.